Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a shocking sensation while trying to recharge. It was noted that the external recharger paddle component had worn away and the wires became exposed. The patient was issued a new external recharger unit. Additional information was requested.